Event description:
Nursing staff noted able to obtain blood specimen and push IV fluids when clamp in closed position on PICC catheter. Catheter removed and replaced. There were no adverse effects to the pt. Dates of use: 2007. Diagnosis or reason for use: central line access. Event abated after use stopped or dose reduced: yes.